Event description:
A hemodialysis user facility has reported that the twister line broke off. This facility has been contacted for additional information where it has been learned that dialysis started at 0615 and approximately 15 minutes later, the staff noted blood covering the floor and that one piece of the venous line had separated from the twister device dial. It was learned that the dial was manually turned into the proper position by staff in order to start the access flow test. The patient was then undergoing the access flow test when this event was visually detected. Once the event was detected, the staff discontinued the treatment, the lines were clamped, and saline was given to the patient. The blood remaining in the lines along with the blood loss from the event was estimated to be an approximate loss of 2 units of blood. It was reported that at the time of the event, the patient never became symptomatic and the blood pressure and vital signs were normal and remained normal post treatment. The facility did have the patient evaluated at the hospital. The patient was found to be medically stable with no need for medical intervention or treatment. With the patient being stable after the event, the patient was released to home. The patient is able to continue hemodialysis with no further ill effect related to this event.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: two samples were received, one companion sample and the original sample with lot 8er055. During visual analysis, we could detect a broken twister on venous port. On visual analysis of the companion sample, we could not detect any defect. Conclusion: the complaint is confirmed. Corrective action: fmc reynosa has opened a corrective action to address broken ports of the twister. The findings of the investigation could not clearly ascertain the possible events that led to this failure. Progress and completion of CAPA is under management review control per current procedure. Fmc reynosa will continue to monitor occurrences and to implement changes to eliminate this failure mode.